Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based tse notes, the system issue was due to an improperly seated instrument, probably due to engagement issues. It can be resolved by reseating the instrument part and power cycling the system.

Event description:
It was reported that during a da vinci-assisted endometriosis resection and salpingectomy diagnostic laparoscopy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the universal surgical manipulator 2 (usm2) not accepting instruments. The customer also experienced the same reported event on their previous surgical procedure. The usm arm was blue. When the customer clutched the usm arm and attempted to insert the instrument they were unable to. The customer was using a three-arm system configuration to complete the surgical procedure. Tse reviewed the system logs but did not find any associated errors. The customer will complete a hard reboot of the system after the surgical procedure. The field service engineer (fse) spoke with the clinical sales representative (csr) that a hard power cycle was performed on the system and there were no more issues. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer did a hard power cycle to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.